Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: d8; g3; h2; h6 and h11 corrected field: e1 the device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include material problems: degradation. Thermal problems: overheating. Mechanical problems: stress, deformation, wear, corrosion. Electrical problems: open circuits, short circuits, signal loss, component issues. These causes can occur between components such as boards, cables, sockets, pins, power supplies, displays, connectors, light sources, etc without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.¿ should additional relevant information become available, a supplemental report will be submitted. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had no image after a diagnostic procedure. The procedure was completed with the same device. There were no reports of patient harm.